Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance. The shock impedance reached out of range values. Technical services (ts) reviewed the reports and provided following actions. The lead remains in use. No adverse patient effects were reported. Additional information requested from field representative regarding lead model and serial number did not provide any new information. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance. The shock impedance reached out of range values. Technical services (ts) reviewed the reports and provided following actions. The lead remains in use. No adverse patient effects were reported. Additional information requested from field representative regarding lead model and serial number did not provide any new information. The lead remains in use. No adverse patient effects were reported.